Event description:
During inspection for our instruments when returned from customer, it was found that there was white powder on the tray inside the case as attached photo. We suspect that the tray was sheared off by the implants (screws) during transportation.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.